Manufacturer narrative:
The onyx will not return for evaluation as it was consumed in the event. Therefore evaluation cannot be conducted. Based on the reported information and review of the instructions for use (IFU), there is no evidence suggesting that the device was defective, but rather a procedure related event. The onyx IFU advises, "if the catheter becomes occluded, over-pressurization can occur. During onyx¿ les injection, continuously verify that onyx¿ les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx¿ les is injected and is not visualized exiting the catheter tip." And, "stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Continued injection into an occluded catheter will result in catheter rupture." Mdrs from this event: 2029214-2017-01075. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the marathon micro catheter ruptured and onyx blocked a large part of the artery. Approximately 80% of the material was removed after one hour. Two stents were successful after many attempts. However, it was not possible to remove fragments of material which had migrated too distal into the artery. There were no patient symptoms or complications associated with this event. The patient was receiving onyx embolization to treat an avm. There was no vessel tortuosity and access vessel diameter was approximately 2 mm. The patient was receiving onyx embolization to treat an avm. There was no vessel tortuosity and access vessel diameter was approximately 2 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.